Event description:
It was reported that the patient experienced postural change; leaning secondary to meningeal irritation. No diagnostics were performed. A catheter revision was performed on (B)(6) 2013. The event was possibly related to device or therapy and not related to the implant procedure. The patient outcome was reported to be ongoing with no further action needed.

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8590-8, lot # n341952, implanted: (B)(6) 2012, product type accessory. (B)(4).